Event description:
The complainant reported to boston scientific (bsc) that a female patient (age unknown) underwent a diagnostic bronchoscope. The radial jaw 3 biopsy forceps was utilized within the lungs, and would not close after the physician took the biopsy. The device was removed from the scope. The procedure was finished using another radial jaw 3. Bsc is not aware of any adverse effect to the patient.

Manufacturer narrative:
Evaluation: the device was returned to the manufacturer for evaluation. Functional check confirmed that the pull wire was broken. External evaluation revealed the wire fracture was caused by tensile/torsional type overload with a slight bending movement. The root cause could not be determined; there is no control on how the product is handled in the field. DHR review performed and there are no anomalies regarding the complaint description. Bsc will continue to monitor for trends.